Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a connection issue. The hp stated that the bag had spontaneously disconnected and the hp was connected to the machine at the time of the event. The cause of the disconnection was unknown. The hp did not notice anything unusual with the supplies. There have been no issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.